Manufacturer narrative:
Updated data: h2 h3 h6 image review: cine images of the procedure were provided for the event description above. A fluoroscopic valve check was provided and is conclusive of being a good load. The valve was deployed to the point of no recapture and is deployed at approximately 3 millimeter (mm). Medtronic best practices state the target deployment depth is 3mm. Consider recapturing is the implant depth is <(><<)>1 or >5. = 1 mm depth may contribute to an increased risk of prosthetic valve dislodgment during valve release, delivery catheter system (dcs) retrieval, or post-implant dilatation. > 5 mm depth may contribute to increased risk of conduction disturbances, which may require a permanent pacemaker. There is no contrast provided in the final deployment image, therefore cannot confirm or deny final depth. Transesophageal echocardiogram (tee) imaging provided from (B)(6) 2023. Mitral valve leaflets appear thickened. Mild paravalvular leak seen on posterior side of the frame. Moderate mitral regurgitation. Moderate tricuspid regurgitation. Ejection fraction is about 70%. Tte imaging provided from (B)(6) 2023. Mild to moderate paravalvular leak (pvl) seen on posterior side and possibly anterior side of the frame. Mitral annular calcification (mac) noted. Moderate mitral regurgitation. Moderate tricuspid regurgitation. Ejection fraction is about 70%. Tee imaging provided from (B)(6) 2024. Pvl appears moderate on posterior side of frame and mild pvl on anterior side of the frame. Mitral regurgitation ¿ two jets seen. Moderate tricuspid regurgitation. Watchman device noted. Highly mobile mass seen in left atrial appendage. Atrial septal defect noted with left to right shunt. Ejection fraction is about 70%. Tte imaging provided from (B)(6) 2024. Anterior and posterior pvl. Moderate mitral regurgitation. Moderate tricuspid regurgitation. Ejection fraction is about 70%. Limited tee imaging provided from(B)(6) 2024. Pvl. Moderate mitral regurgitation. Watchman device noted. Highly mobile mass seen in left atrial appendage. Report review. Case report provided from 1/23/2025. Calcification in the annulus under the left coronary cusp (lcc) extends into the left ventricular outflow tract (lvot) and is consistent with the location where pvl originates and visible on echo. Calcium seen in native cusps near transcatheter aortic valve (tav) frame. Possible pannus/thrombus seen inside tav. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 year, 1 month, and 16 days following the implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy, moderate paravalvular leak (pvl) was noted. Thrombus, pannus, and an under-expanded valve frame were also revealed. Per the physician, intervention will be required to treat the pvl.

Manufacturer narrative:
Updated data: b5. Second paragraph added b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 year, 1 month, and 16 days following the implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy, moderate paravalvular leak (pvl) was noted. Thrombus, pannus, and an under-expanded valve frame were also revealed. Per the physician, intervention will be required to treat the pvl. Additional information was received that the valve was originally implanted in the native annulus, and the gradient at discharge following implant was 4 mmhg. Antiplatelet and anticoagulant therapy were prescribed upon discharge. It was noted that the pvl was due to annular calcium.